Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the affiliate that on the fifth firing the device cut but did not staple the tissue. The surgeon used over stitches to complete the case. There were no consequence to the pt.